Manufacturer narrative:
(B)(4). Final analysis found damage to the outer insulation at 14.7 cm from the connector pin. (B)(4).

Event description:
It was reported that the patient presented to hospital after a syncope episode, the right ventricular lead was dislodged. During revision the physician noted an insulation anomaly on the right atrial lead. The lead was explanted and replaced. The procedure concluded successfully with the patient having remained stable before, during, and after the procedure. The patient would continue to be monitored.